Event description:
The customer reported that the battery pin is damaged. There was no adverse patient impact reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery pins on the back of the unit is damaged- one is missing. There was no adverse patient impact reported.